Event description:
Updates on event reported: the event occurred during the middle of a therapeutic procedure. There were no other devices involved in the event. One piece broke off and one piece was retrieved. There was no patient injury. No x-ray was performed. There was no arcing. There was no extra patient bleeding. No longer stay was required by the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR),customer response updates and investigation conclusion. Please see updated sections: b5,g4, g7, h2, h3, h4, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The cause of the event couldn¿t be exclusively identified. However based on device investigation, the broken probe and the ultrasonic level error possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the during a laparoscopic hysterectomy procedure, a smaller half as described by the reporter, (assumed probe tip) of handpiece grasping section fell off into the patient. The broken piece however was retrieved from the patient. The intended procedure was completed using another handpiece. The serial/lot number of the device used was not provided. There was no patient harm, excessive bleeding or injury reported. No user injury reported.